Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code for long charge time. Technical services (ts) was consulted, indicated therapy may still be available but at longer expected therapy times. An analysis of device data was requested. It was noted that the charge times appear to be increasing prematurely and that it appeared to be a hardware anomaly. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced. It was noted that this device had exhibited premature battery depletion (pbd). No additional adverse patient effects were reported. This product has not been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code for long charge time. Technical services (ts) was consulted, indicated therapy may still be available but at longer expected therapy times. An analysis of device data was requested. It was noted that the charge times appear to be increasing prematurely and that it appeared to be a hardware anomaly. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported.